Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v659421, product type: lead. Analysis of the ins ((B)(4)) found no anomaly. The ins was connected to known good (B)(4) extensions and (B)(4) leads. The electrodes of the leads and the ins were placed in 0.(B)(6) saline solution. Impedances were measured with a clinician programmer. There was good impedance on every electrode pair.

Event description:
The manufacturer representative reported that high impedances of greater than 40,000 ohms were measured on all electrodes except electrodes c and 8. Impedances of electrodes c and 8 were measured to be in normal range at 1267 ohms. During the implant surgery, the extension was removed, cleaned, dried, and placed back into the implantable neurostimulator (ins), but impedances were still high. No issues were found when the extension and header were carefully inspected. The extension was placed in the old ins and impedances were measured to be normal. A new ins was opened and used. Impedances were measured to be normal with the new ins and the issue was resolved. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.